Manufacturer narrative:
Product ID 3550-29, lot# n227641, implanted: 2009 (B)(6); product type accessory product ID 3 7746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient was implanted on (B)(6) 2013 and on (B)(6) 2013 the healthcare professional (hcp) had told her that the implantable neurostimulator (ins) ¿popped out¿ of the pocket and the patient had to start wearing a brace again. It was noted that the patient had been in to see her regular hcp ¿over two weeks ago¿ prior to this report. Patient stated that ¿this better be out of her butt by monday.¿ additional information requested but had not been received as of the date of this report.